Event description:
It was reported that the insulin pump alarmed several no delivery alarms a few weeks prior to the call. The caller did not know the blood glucose reading. The customer stated that she was unable to troubleshoot at the time of the call. She advised that she restarted the process after receiving the no delivery alarm and was able to resolve the issue. She was advised to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.